Manufacturer narrative:
The system controller was returned to the manufacturer for eval and the reported event was confirmed. During analysis, the black power lead was stripped at the connector end, and the brown, battery gauge, inner conductor was confirmed to be damaged. The log file captured approximately 4 hours of events and a notable number of power cable disconnect were captured over a short period of time (per the time stamp); however, pump function was not interrupted. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation has been addressed through the manufacturer's corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular device. Approximately 4 years post-implant, the pt received a power cable disconnect alarm while connected to either fully charged batteries or a power module. The suspect system controller was exchanged per the manufacturer's instructions for use and the pt remains ongoing lvad support with no further issue reported.